Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive due to core files not contained in logs.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to duplicate the reported issue.

Event description:
A medtronic representative reported that during a spinal fusion procedure the navigation system software unexpectedly exited. The medtronic representative performed a hard reboot of the navigation system and re-entered the software. After the reboot, the navigation system had not saved the patient fluoro-shots. The surgeon opted to obtain new fluoro-shots causing a delay of approximately 15 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.